Event description:
On 9/3/2013, intuitive surgical inc. (Isi) received a legal complaint concerning a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2011. According to the legal complaint, the patient sustained ureter damage, including significant post-operative intra-abdominal bleeding, thermal burning, severe infection with intra-abdominal abscesses, a ureter-vaginal fistula and other medical complications and consequences requiring further surgeries, procedures and stent placement on (B)(6) 2011, and again on (B)(6) 2011.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complications experienced by the patient. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2011. No system errors were found to have occurred during the planned surgical procedure. This complaint is being reported due to the following conclusion: the legal complaint claimed that the patient sustained post-operative complications and required medical intervention. However, at this time, it is unknown if a malfunction of the da vinci si system, an instrument, or an accessory occurred during the reported surgical procedure.